Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a heavily tortuous and moderately calcified circumflex artery lesion, the 2.25 x 18 mm xience xpedition stent delivery system was difficult to advance. The device was able to cross the target lesion; however, inflation attempts were unsuccessful. The device was removed and a non-abbott stent was deployed to treat the target lesion. There was no adverse patient effect and no clinically significant delay. No additional information has been provided.

Manufacturer narrative:
(B)(4). Correction: device was not received. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation issue or failure to deploy the stent; however, the physical resistance appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, additional information was provided, which indicates that the xience xpedition stent delivery system balloon was inflated to nominal pressure (10 atmospheres); however, the delivery system balloon was not seen inflating on angiography and the stent would not deploy. No difficulty was noted during removal of the device from the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis with the stent implant stationary on the tightly folded balloon between the markers and with no damage noted. Visual, dimensional and functional inspections were performed on the returned device. The inflation issue and failure to deploy the stent were not confirmed as the balloon was able to be fully inflated and held pressure at 18 atmospheres and then on pulling negative the stent was deployed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances.